Event description:
It was reported that during a lap cholecystectomy procedure, the clip fell off the vessel after firing. There was bleeding, but the patient did not require any blood products. Another device was used along with sutures to complete the procedure. The procedure was extended by 40 minutes causing longer anesthesia time. No adverse patient consequence.

Manufacturer narrative:
Date sent: 08/07/2008. Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch history records were reviewed with no anomalies noted during the manufacturing process.